Event description:
It was reported that during a patient exam, the technologist was positioning the c-arm with the foot switch. When the foot switch was released the c-arm continued to move in an upward motion causing the paddle to be knocked off the system when it made contact with the face shield. No injury reported. A field engineer was dispatched to the site and it was determined that the foot switches and paddle needed to be replaced and the cdi software needed to be reloaded. Once this was complete the system was working as intended.